Event description:
The customer reported cracks on the light blue main body of the transfer set after one month of use. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). One used set was received for evaluation. A visual inspection was performed and the customer report of cracks on the main body was confirmed. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A review of all batch record documents for lot number h12j19071 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.